Event description:
Medical records were received and reviewed. The patient presented during a cardiologist visit with shortness of breath. A transthoracic echocardiogram (tte) report showed thickened leaflets of the aortic valve, prosthetic stenosis with an aortic valve area index of 1.05 cm2, peak velocity of 4.2 m/sec, a mean gradient of 38.5 mmhg. No additional information regarding the valve function was provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings and engineering evaluation findings. Sections b3, b5, b7, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions) and conclusions in this section have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickened and increased gradients were confirmed based on medical records provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Leaflet thickened may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, medical records revealed the patient has a past medical history of chronic kidney disease (ckd) and hyperlipidemia. Hyperlipidemia and chronic kidney diseases (ckd) are a known factor that may increase the risk of early valve degeneration/stenosis, leading to thickened leaflet. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the halt. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient as reported. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 2 months after a transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient was being evaluated for intervention due to stenosis of the valve. However, it was determined the patient will not have a procedure and is going on hospice.